Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had bubble underneath the screen, crack on the screen toward top of the insulin pump and the plastic chipped off when changing the reservoir. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.